Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacture representative regarding a patient receiving prialt (25 mcg/ml at 1.3 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient showed up to the emergency room five days after their wife noticed the back incision was partly open and draining. The patient was admitted for observation. There was no environmental/external/patient factors that may have led or contributed to the issue. No interventions/actions were taken to resolve the issue. The issue was noted as resolved.